Event description:
A medtronic representative reported that, while in a procedure, the post on a percutaneous pin broke when the surgeon was attempting to remove the pin with a slap hammer. The surgeon was able to remove the entire pin with another tool. Pin was placed in the sacrum for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Additional device info: device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect device not returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Suspect part returned to manufacturer for evaluation: as returned, the silicon pad and cross pin are both missing. The cross pin has been sheered off and was also returned inside a sample container. The instrument is visibly bent with tool marks all over the back end. The pin is inserted inside a 100 mm cannula (9732563). Not able to free the pin or determine lot #.